Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address eccentric wear, cup malposition and high ion levels. Update rec'd 08/01/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain, discomfort, and symptoms of a loose implant. Doi has been provided. There is no new additional information that would affect the outcome of the MDR decision. Update 11/19/2015 - pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, increased metal ions (no labs), metallosis, and malpositioned cup. The stem is being added to the complaint. A correct dor was provided. The complaint was updated on: 12/08/2015.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot codes were not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
UDI: (B)(4).